Manufacturer narrative:
It was reported that the internal leakage test, pressure transducer test and flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the air gas module was checked and has been replaced to resolved the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).